Event description:
During removal on 11/14/96, the dr noted that a piece of tubing was missing from port. The pt was sent for cxr and a piece of catheter was found in the right lung. The fragment was snared out via the femoral vein.